Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "conspicuous peri- and intraprosthetic fluid layer", "numerous reactive lymph nodes along the axillary extension on the right, the largest of which is 14 mm". Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease /folding of implant: no observed. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule: unable to observe as it is a medical event that is not related to the device. ¿ seroma: unable to observe as it is a medical event that is not related to the device.

Event description:
Healthcare professional reported right side "deep folds", increase in volume", rupture, "conspicuous peri- and intraprosthetic fluid layer", "numerous reactive lymph nodes along the axillary extension on the right, the largest of which is 14 mm". Device has been explanted.